Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. However, during second inflation at 7 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was good.